Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited post-paced t-wave oversensing. The ICD was reprogrammed and the patient was in stable condition.